Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they had two reservoirs that leaked. Customer's blood glucose level was unknown at the time of incident. Troubleshooting was done for reservoir leak. Customer reported that the leaked past the o rings, they look normal. Reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs(transfer guards not returned). Performed pre-fill test to reservoirs per dop114-811 using a new lab transfer guards. No leaks were observed during analysis. Ran basal, bolus leaking test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no leaks.